Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of premature depletion.